Event description:
A physician reported that, during surgery ultrasound of an ophthalmic operating system did not oscillate. The surgery was completed on the same day using a replacement device. Procedure details and patient impact have not been reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 CFR 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (b)(4).